Event description:
An end user had an issue with an esm (component): "communication lost". The incident did not occur during ventilation. The device alarmed visually and acoustically. Investigation is ongoing.

Manufacturer narrative:
Investigation ongoing. Hamilton medical ag complaint number: (B)(4).

Event description:
An end user had an issue with an esm (component): "communication lost" the incident did not occur during ventilation. The device alarmed visually and acoustically. Investigation is ongoing.